Event description:
The customer received questionable ise indirect gen.2 potassium results for an unknown number of patient samples from their cobas 6000 c (501) modules. The customer was not sure which analyzer generated the erroneous results. Refer to the medwatch with patient identifier (B)(6) for the other analyzer. Of the data provided for three patient samples, only the results for two were discrepant. Patient 1 initial result was 8.2 mmol/l. Another sample from the same draw was tested and the result was 4.6 mmol/l. On (B)(6) 2018, patient 2 initial result was 6.6 mmol/l. Another sample from the same draw was tested and the result was 5.2 mmol/l. No erroneous result was reported outside of the laboratory. There was no adverse event. The electrode lot numbers and expiration dates were requested but were not provided. The field service representative did not find a root cause. He ran an ise check, calibration, qc, and precision which were acceptable. The investigation did not identify a product problem.  The cause of the event could not be determined.